Event description:
It was reported, ¿on 03/03/2024, concerning a dialysis catheter with commercial reference (B)(4) and lot number regu2215. Patient requiring extra-renal purification. When the nurse opened the dialysis catheter, the packaging was not soiled, damaged or out-of-date. During insertion, the physician felt resistance when inserting the guide. He tried to pull it out but was unable to do so. The guide is stuck. After several attempts, he manages to pull it out, but the guide is no longer rigid, it's like an accordion: it's come out completely relaxed. The patient suffered a delay in his purification and a hematoma. Patient already had serious hemostasis problems. The department therefore took another catheter and inserted it via the femoral route, without any complications.¿ no other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received